Manufacturer narrative:
Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0872 inches. No over/under delivery anomaly noted during testing. In further full review of the pump history on the event date of 03-jun-2024 found bolus deliveries of 1.075u at 06:32:19.000, 0.025u at 07:38:07.000 and 0.025u at 07:48:07.000. The total bolus delivered on 03-jun-2024 is 5.875u. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and motor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection:¿ scratched case and dried insulin - motor slide. In conclusion, customer allegation for pump under delivering not confirmed during full functional testing. Unable to confirm high bgs. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high bgs and alleged possible under delivery anomaly. The customer reported blood glucose value of 346 mg/dl and the hyperglycemic event was treated with manual injection/insulin pen. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-1886.